Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿complication with implant", " surgeon did not place them correctly", "lopsided", "infection", and "recall."

Event description:
Patient reported a right side ¿complication with implant", " surgeon did not place them correctly", "lopsided", "infection", and "recall." Device remains implanted.